Manufacturer narrative:
Common device name: cure twist® ¿ ready to use catheter for women. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
Consumer reports "this catheter was too short for her anatomy." She states "about 6 months ago she thought this product could have given her a uti because it was short for her anatomy and she ended up touching her hand to her urethral opening often to get it to work to drain her bladder as it was shorter to her previous catheters. She reports use of several catheters, from unknown lot numbers from multiple unknown mu about 6 months ago, she no longer has. She states "she gets utis more than a normal person" but thought the catheters were the cause 6 months ago because the infection was so hard to clear which is not normal for her while she was using these catheters. Shortly after getting these catheters, her uti symptoms began, she had frequency, urgency, pressure in bladder and dysuria and knew she had a uti. She went into immediate care and it was deemed she had a uti after urine testing and she was prescribed a course of antibiotics. That course of antibiotics didn't work she said she was switched to another one and then still her symptoms didn't clear so she had another ua and urine c&s done by her doctor and she got a new antibiotic which finally cleared the infection. She then switched to normal bard magic 3 go's and has done much better with these. She said she does not typically wipe her urethral opening prior to catheter insertion with antibacterial wipe." She was advised to do so in order to prevent uti.